Event description:
The customer reported the ventilator restarted while in use on a patient. The customer reported the ventilator did alarm and there was no patient harm. The manufacturer's field service technician was able to duplicate the customer reported problem. The service technician replaced the cpu board to correct the reported problem. Performance verification testing was completed and all tests passed per operating specifications.